Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-21339. It was reported the patient experienced over-stimulation at times, and then after an hour, could not feel any stimulation. Subsequently, the patient's ipg was explanted and replaced. The existing leads were re-used and the patient is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.